Manufacturer narrative:
(B)(4).

Event description:
Received info that an 840 ventilator had lost communications between the graphical user interface (gui) central processing unit (cpu) printed circuit board (pcb) and the breath delivery (bd) cpu pcb. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the gui to bd cable assembly. Device passed all tests.